Manufacturer narrative:
The pump was received with intermittent button response due to moisture damage on the keypad traces. No button error alarm was noted during testing. The pump also had a cracked case at the display window corner, minor scratches on the lcd window, a scratched reservoir tube window, a broken belt clip slot, and a cracked reservoir tube lip.

Event description:
It was reported that the insulin pump alarmed button error. The blood glucose reading was 90 mg/dl. The customer stated that she had kept the insulin pump in the restroom during a shower prior to the alarm occurring. She noted that she checked her bolus history, pressed the act button, and then the device froze just before alarming. Advised replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.